Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article risk factor analysis of hinge fusion failure after plate-only open-door laminoplasty. Citation: lee, sungjoon (2014). Risk factor analysis of jinge fusion failure after plate-only open-door laminoplasty. Global spine journal, volume number 5, pates 9 ¿ 15. (Korea). The purpose of this study was to analyze lamina hinge fusion failure after plate-only open door laminoplasty. Thirty-one patients who underwent the plate-only open-door laminoplasty (total of 110 levels) for cervical myelopathy and who had serial computer tomography (CT) scans at 6 and 12 months were analyzed between september 2009 and september 2011. 23 patients were men and 8 patients were woman. All of the patients in the study had myelopathic symptoms, such as motor weakness, hadn clumsiness, gait disturbance, and sensory abnormalities. The risk factors for fusion failure at 12 months were analyzed. These risk factors included age, sex, smoking, presence of diabetes mellitus and ossification of posterior longitudinal ligament, bone mineral density (t-score), preoperative cervical curvature, operated levels, presence of ventral cortical bony continuity, and reflection angle of the lamina. During the procedure, the patients elevated lamina was fixed with a titanium mini plate (double bended 10- or 12-mm plate) and screws (6 or 8 mm in length) using the synthes arch laminoplasty system. Because the ventral lamina of the hinge side was not identifiable during the operation, the authors regarded the hinge as fractured if the lamina moved freely or if resistance of the hinge was different from the other lamina during the lamina reflecting procedure. No bone graft was interposed in the laminar gap. There were no identifiable lamina hinge fractures in the 31 patients included in the study. The clinical outcomes were assessed with neck pain score using visual analog scale (vas-neck, 10 points), neck disability index (ndi, 50 points), and japanese orthopedic association score (joa, 17 points) at 6 and 12 months postoperatively, and yearly thereafter. This report is for the serious injury for the (B)(6) male patient. The (B)(6) man was complaining of weakness in both lower legs for two months. Neurologic examination revealed grade IV motor weakness in both extremities. The patients cervical magnetic resonance images showed spinal canal stenosis with cord signal change, and segmental type ossified posterior longitudinal ligament (opll) was observed at the c5 and c6 vertebral body levels by CT scan. Open-door laminoplasty from c4-c6 was performed. Immediately after the operation, the spinal canal was widened and gradually motor power of both lower extremities improved. On postoperative 6-month CT scan, the image of the c6 lamina was fused; two other laminae (c4, 5) were not fused and laced a ventral cortical bony continuity. Postoperative 12-month CT scan revealed fusion of the c4 lamina hinged with callous bone formation, but the c5 lamina was still not fused without depression. This is report 2 of 2 for (B)(4). This report is for an unknown arch fixation system, unknown part #, unknown lot #.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown arch fixation system/unknown quantity/unknown lot. Product code xxx used to capture code nqw which was not recognized by the system. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.